Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was im planted with an implantable neurostimulator (ins). It was reported that the physician saw a faster than expected decay in ins battery level after eri. He wanted to know whether this decrease was expected/normal. He wanted the manufacturer to analyze the ins for any issues. The patient was on high settings. Impedance and voltage checks were run at each clinic visit. No symptoms were reported. No further complications were reported/anticipated.